Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they did self test and got two lines on the insulin pump's screen. Customer was assisted on the process of putting on a new reservoir and tubing process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.